Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 drawer controller board was faulty. A field service engineer (fse) isolated power issue to main drawer 4. Identified faulty drawer controller on 4.2, replaced with new controller, and verified successful testing in test mode. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine did not turn on and offline in remote support service (rss). The customer tried to power cycle the station, but the problem was not resolved. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.